Manufacturer narrative:
(B)(6). The lot was manufactured between february 20, 2019 and february 21, 2019. The device was received for evaluation. Visual inspection was performed and the bladders were found ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture, however no signs of abnormality were observed. The reported condition was verified. The cause of the condition was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This issue was identified during filling with 0.9% sodium chloride, before patient use. There was no patient involvement. No additional information is available.